Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed approximately 19 cm distal to the df4 connector pin, in the region of the suture sleeve a 360 degrees deformation of the outer conductor coil. The lead body was found squeezed in this area. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. Furthermore, the shock coil was found deformed and the distal part of the lead was partly pulled off the ring electrode. These damages most likely resulted from mechanical forces applied during the explanation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported oversensing. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 11 months, oversensing on the ventricular channel was reported.